Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.0ua. The criteria is <55ua. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and retain strips (strip lot number:d160113-1). The control solution tests for level low are 55/56 mg/dl, for level high are 243/246 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass; tested the returned strips from patient (strip lot number:d160113-1). The control solution tests for level low were 59/58 mg/dl; for level high were 241/262 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 10 pm after receiving a high reading of 371 mg/dl from the prodigy diabetes glucose meter. The end user felt weak and the paramedics were called. The paramedics performed a test with their meter with a result of 250 mg/dl and no treatment was provided. No further information was provided.